Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected fields - due to character limitations in e1 event site telephone (B)(6).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1. Full event site name is (B)(6) hospital. Full event site address is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by the customer that the cs100 intra aortic balloon pump (iabp) had a a loop leak and the patient was replaced with another device. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field: b4; g3; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; component code; h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the device and fault code records were inspected on-site at the hospital and confirmed the reported fault. The safety disk and 2500 hour maintenance kit were replaced. The device passed all factory-specified performance and safety test specifications. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.